Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the motor on the insulin pump stopped and was making noises. The customer also mentioned that they received excessive no delivery alarms. Troubleshooting was declined. Customer's blood glucose level at the time 250mg/dl. No significant event leading up to the incident was mentioned.